Event description:
It was reported that during reprocessing of the harmonic ace® curved shears insert accessory, it was noted that the accessory was stuck on the instrument. There was no report of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the teflon pad was stuck in the harmonic ace instrument. An additional observation not reported by site was that the white teflon pad insert was damaged. The white teflon pad insert was starting to peel, when pressed down it appeared to have no missing material. Evidence not conclusive, but damage to insert is likely due to mishandling/misuse. No other damage was found. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's white teflon pad found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.